Manufacturer narrative:
This report is submitted on june 12, 2024.

Event description:
Per the clinic, the patient experienced swelling around the implant site and was treated with antibiotics (specific type, date and duration not reported). The device was subsequently explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 17, 2024.